Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 518 mg/dl and 18 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "d" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event. Note: upon investigation of the returned meter, the "lo" reading (reported as 18 mg/dl) was found in the meter memory but there was no other reading within 10 minutes. It should be noted that the meter is designed to display numerical results between 20 and 500 mg/dl. Any result below 20 mg/dl would read as "low" in the display and any result above 500 mg/dl would read as a "hi" in the display.

Manufacturer narrative:
(B) (4). The complaint was not confirmed and no new issues were observed. All results were within range specification, the standard deviation was within specification and no errors or test does not start (tdn's) were observed during control solution testing.